Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.

Event description:
On 04/28/2022, it was reported by a sales representative via phone that (2) ar-1588btb-2j tightropes nitinol passing wire broke. This occurred during assembly when the wire broke, resulting in the implant not being able to be assembled. The case was completed using another implant, and there was no patient effect reported, it just took longer.